Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, the patient was sutured in two layers which broke when ligating the blood vessel and caused the blood vessel to slip off as the tension of the suture was not enough. They checked after 1 hour, blood pressure up to 78/60mmhg. There was an increased of blood loss by 210ml. The patient was immediately given 1800ml sodium lactate ringer's solution. Timely exchange for another batch of non-absorbable suture line ligation of blood vessels. The patient was also given blood routine examination, coagulation function and liver and kidney function. Blood pressure was checked after half an hour at 124/82 mmhg. There was no combined equipment.